Manufacturer narrative:
02/27/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.

Event description:
The device was used during a hysterectomy procedure. Reportedly, the staples are not forming properly. No pt injury reported.